Manufacturer narrative:
The device referenced in this report has returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: there are deep scratches on the top/cover with faded front panel. The pins inside the video connector are worn out. The image quality is unstable when the pigtail is wiggled. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Upon inspection of the returned evis exera iii video system it was found to have defective video connectors. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to clarify information provided in the initial report. The subject device was a returned olympus asset which was found to have a reportable malfunction during the evaluation of the device by an olympus service center. There were no reports from the user facility of any problems associated with the device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (manufactured over 6 years ago) leading to wear and tear of the lock and the pin on the receptacle unit. This can lead to the electrical contacts of the connector becoming unstable and the image transmission between the endoscope and the video processor is hindered. The following information is provided in the device's instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."